Manufacturer narrative:
Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue.siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Proper technique, sample handling technique and maintenance were reviewed with the customer. Siemens has requested the log files for investigation. The cause of this event is unknown.

Event description:
The customer reported a false positive troponin result when compared to a repeated result on the same stratus cs and a repeated result on a different stratus cs.there was no report of injury due to this event.